Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise resulting in automated mode switch episodes was observed on the atrial lead through a remote merlin.net transmission. The asymptomatic patient was seen in clinic where the noise could not be reproduced. Device reprogramming was performed and the patient would continue to be monitored.